Manufacturer narrative:
The device was received for evaluation with both rings intact and the 3.0mm jaw assembly free floating, in the tray. A visual inspection was done which observed one pin of the left coupler ring was found to be bent. The pin itself did not appear to be ¿loose¿. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm coupler had a loose pin. This issues was identified during setup and preparation. There was no patient involvement. No additional information is available.